Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer treated with the pump. Customer indicated that their doctor has not been contacted and their blood glucose value was 103mg/dl at the time of the call. Troubleshooting was performed and found some air bubbles. Customer declined to check their settings and declined to perform the high pressure test. The product was not returned for analysis.